Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a pairing failed alert with a freestyle libre 3 plus sensor; after a restart, the pump reconnected to the sensor and resumed displaying glucose readings, consistent with intermittent communication failure involving electrical and magnetic components, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the pump and the libre 3 plus sensor consistent with intermittent communication failure, with implicated components in the electrical and magnetic domain, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.